Manufacturer narrative:
Batch review performed on 20-mar-2024 lot 2207928: (B)(4) items manufactured and released on 07-sep-2022. Expiration date: 2027-08-25. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional items involved in the event, batch review performed on 20-mar-2024 reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot. 2201877 lot 2201877: (B)(4) items manufactured and released on 05-apr-2022. Expiration date: 2027-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot. 2212982 lot 2212982: (B)(4) items manufactured and released on 13-sep-2022. Expiration date: 2027-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year and 2 months after primary, the patient came in reporting shoulder pain and the cause is unknown. The surgeon revised successfully the liner, glenosphere, and metaphysis. No issues have been detected with the implants.

Manufacturer narrative:
After have sent the initial report on (B)(6) 2024 the branch confirmed the revision date is (B)(6) 2024. The date of the event, the event description and the date of the revision surgery was changed.

Event description:
At about 1 year and 1 month after primary, the patient came in reporting shoulder pain and the cause is unknown. The surgeon revised successfully the liner, glenosphere, and metaphysis. No issues have been detected with the implants.